Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatal hernia repair, surgeon was working around the crus of the diaphragm and began to experience bleeding. At this point the ligasure stopped working, meaning the vessel sealing capabilities did not work. Staff tried unplugging and re plugging in the device. Still did not work. Ft10 was turned off and turned back on. During this process of the ft10 rebooting, the patient was bleeding while surgeon tried to control with other mechanical means. Clips could not be used as they could not get around the vessel and visibility was limited. Patient lost around 450cc of blood. Once ft10 was rebooted, the ligasure worked again and the vessel was sealed. Procedure continued without other issues. No blood transfusion performed. There was no patient injury.